Event description:
The hcp reported a patient with a suspected 3 cm granuloma at the tip of the catheter. The hcp reports the patient is having some return of symptoms (undefined). The drug used in the pump is lioresal. Additional information has been requested from the hcp, but was not available on the date of this report.